Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump exhibited an audible alarm post. No patient injury was reported.